Manufacturer narrative:
Further follow-up with the user facility found that there was a new staff member who was using the system and did not know the procedure. The staff has since been trained. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse at the user facility reported that the olympus oer-4 endoscope reprocessor displayed error code e99 [overdue disinfectant replacement] during reprocessing. The olympus gif-q260 evis lucera gastrointestinal videoscope, and the olympus cf-q260a evis lucera colonovideoscope, reprocessed in the oer-4 reprocessor during the period that the disinfectant solution was not used properly and had been used on patients. This report is being submitted for the indication that endoscopes were reprocessed with disinfectant solution that may not have been effective, and then used on patients. There have been no infections reported due to this event. Additional details were requested regarding the reported event; however, no further information was provided. This medwatch report is being submitted for the olympus oer-4 endoscope reprocessor. The olympus gif-q260 evis lucera gastrointestinal videoscope is submitted in the MDR with patient identifier (B)(6). The olympus cf-q260a evis lucera colonovideoscope is submitted in the MDR with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned for evaluation. The reprocessing procedure was not properly followed. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿on reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears.¿ olympus will continue to monitor field performance for this device.